Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted within the patient's distal esophagus during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the stent was successfully deployed within the patient's esophageal stricture. However, due to pain and discomfort, the patient requested removal of the stent. On (B)(6), 2010 the physician removed the stent from the patient using rat tooth forceps. The patient's condition post procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available; a supplemental report will be submitted. (B)(6).

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted within the patient's distal esophagus during a stent placement procedure performed on (B) (6) 2010. According to the complainant, the stent was successfully deployed within the patient's esophageal stricture. However, due to pain and discomfort, the patient requested removal of the stent. On (B) (6) 2010 the physician removed the stent from the patient using rat tooth forceps. The patient's condition post procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4) - (medical intervention required). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.